Event description:
It was reported that a resmed CPAP unit caught on fire at the power cord area. The initial report alleged that the pt had a burn on his face and coughed up black material, however, he did not require any medical intervention.

Manufacturer narrative:
Further contact with the initial reporter revealed that the pt did not seek medical attention. The reported complaint of burn was actually a redness and tenderness around the mouth area. The engineering evaluation of the returned unit identified the root cause of the failure as the ac appliance inlet connector solder joint. The result of this failure was a brief external flame that self-arrested and did not require external intervention. The incidence and severity of this failure type are subjected to on-going monitoring.